Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles and over/ under correction. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault, significant reduction of iridocorneal angles, refractive surprise and over/ under correction. In a separate surgery the lens was exchanged with a longer length and the problem was resolved. The cause of the event was a patient related factor.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge tube with moisture. Visual inspection found damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Additional information: b5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate surgery the lens was exchanged with a longer length and the problem was resolved. The cause of the event was a patient related factor. H6. Health effect- clinical code (e): 4581- 'significant reduction of iridocorneal angles' and 'over/under correction' should be removed. Claim# (B)(4).